Event description:
At the recommendation of my personal md, I started using replens vaginal moisturizer. I used it twice, exactly as instructed in the product brochure. The second application was 4 days after irritation and bleeding! I am (B)(6) and went through menopause 5 years ago. I have had no bleeding since menopause until this event. Dose or amount: 1/14 if 1.23 oz every 3 days or as vaginal. Dates of use: (B)(4) 2016. Diagnosis or reason for use: vaginal dryness. Event abated after use stopped or dose reduced: yes.